Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 had a clicking noise and very draggy while open. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2-1 on main hard to pull out and failing to open. A field service engineer identified that the center divider was bowed due to a manufacturing defect, causing the bottom of the drawer to rub against it. Over time, metal dust accumulated and eventually interfered with drawer motion, resulting in binding. The center divider was removed, repaired, and reinstalled. Functionality was verified through successful testing. The system functioned as intended after the field service engineer repaired the device.